Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent unknown surgical procedure on an unknown date and suture was used. 9 days following the procedure, the patient experienced vomiting and abdominal pain. Abdominal CT and ugi series were performed and showed passage disturbance and stricture on anastomosis site. 16 days following the initial procedure, patient underwent laparoscopic jejunojejunostomy for intestinal obstruction and adhesion. The patient was discharged from the hospital 29 days following the initial procedure. The patient currently has no passage disturbance or abdominal pain.